Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation in the superficial femoral artery, the fox sv balloon ruptured at 16 atmospheres during the first inflation. The catheter was removed from the anatomy. There was no adverse pt effect. No add'l info was provided.